Manufacturer narrative:
Permobil was notified by end-user's legal counsel that a reported incident occurred approximately 1 year prior to where their client was injured while in a permobil product. Reports given state the end-user had boarded an area transport bus while remaining occupied in the device seating. Reports state the device was not secured prior to, or during the bus ride. End-user alleges the driver of the bus was aware the end-user required to be secured, but chose not to do so. It was also reported that the end-user himself was not secured with safety restraints prior to the bus beginning its route. Reports are during the bus ride, the driver abruptly braked and stopped the bus causing the end-user to be thrown out of the device seating onto the vehicle floor where end-user alleges having sustained serious injury consisting of fractures to both legs. End-user alleges the device design was improper in order to use safely for ordinary purposes i.e. Bus rides. Review of the device history record indicates only minor services having been performed on the device both prior to and after the incident was reported to have occurred. Permobil does not have any record on file alleging a deficiency with this device until this most recent petition. The c300 owner's manual includes a section that outlines transport of the device. This includes instruction to secure the device, front and back, with straps at the designated securement points on the device. Permobil recommends that users not be transported in any kind of vehicle while in their wheelchair, unless the user is in an approved permobil wheel-chair configuration, has secured the wheelchair according to the appropriate crash test standards, and is using a seatbelt attached to the vehicle. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report of while end-user was being transported in a city transit vehicle, the transit vehicle allegedly stopped without notice causing the end-user to come out of the devices seating causing them to fall to the transport vehicle floor. Reports received are end-user suffered multiple fractures to both legs as a result.